Event description:
Pt oversending intraventricular channel and receiving inappropriate (e.g., 17 in one day) shocks. Removed ICD; implaitned new ICD.

Event description:
Add'l info rec'd from MFR 9/27/00: MFR has received the uf 3500a. Subsequent to the receipt of the uf 3500a MFR has submitted a 30 day report on this event. Report number is 2647346000-2000-00157. In addition, MFR has filed a follow-up report on the event that included the uf 3500a and device analysis results (feedthru electrical discontinuity). Firm control number on this event is e492080.